Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient went in for reprogramming and it did not work. They were unable to make any adjustments. The patient was having a sudden change in therapy/symptoms, the patient was having "stroke symptoms" after the third attempt. The patient was "about to fly out of the seat". Their hands drew up and so did the right side of their face. The patient was currently set on 2.8v on both sides and they were trying to adjust back to the left side at 2.9 and the right side at 3.0 but the patient programmer was not allowing them to do that. No further complications were reported.